Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed auto off and she went clear the alarm but nothing happened and buttons were not responding. Troubleshooting was done. No blood glucose reading provided. Customer also reported that she had low blood glucose and had a car accident while she was driving. Customer treated with glucose and food. Customer stated got treatment from emergency medical technician at the accident site and was never admitted in the hospital. Customer thinks that the blood glucose was 34 mg/dl. Troubleshooting was done for low blood glucose. No further information provided.